Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was to treat an arteriovenous fistula stenosis. The 7.0x60mm absolute pro self expanding system (ses) was advanced over a 0.018 non-abbott guide wire. There was a problem with the thumbwheel, as it was pushed several times yet the stent only partially deployed. Another same size device was used to complete the procedure. There were no adverse patient effects and no clinically significant delay. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported mechanical jam and the reported activation failure were unable to be confirmed. Electronic lot history record (elhr) and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint handling database identified no other incidents from this lot. Reportedly, the 7.0x60mm absolute pro self-expanding stent system (sess) was advanced over a 0.018¿ non-abbott guide wire. It should be noted the absolute pro .035 peripheral self-expanding stent system instructions for use IFU, states: use a 0.035¿ (0.89 mm) diameter guide wire with the absolute pro .035 peripheral self-expanding stent system. Use of an undersized guide wire, with insufficient support, may cause kinking in the stent delivery system. As there was no damage noted to the device during the inspection prior to use, the investigation determined the reported difficulties appear to be related to deviation of the instructions for use and subsequent circumstances of the procedure as it is likely that use of the undersized 0.018¿ guide wire resulted in the distal shaft becoming bent in the anatomy thus resulting in preventing the shaft lumens from moving freely; resulting in the reported mechanical jam and the reported activation/deployment failure (noted premature activation). Manipulation of the compromised device resulted in the noted wrinkled sheath likely contributing to the reported difficulties. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. H6 - medical device problem code 2017: failure to follow steps / instructions.